Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post unrelated procedure. Troubleshooting was tried to no avail. In turn, the ipg was deemed inoperable. Further intervention is pending.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was running post op.